Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of her leakage symptoms. The patient was initially on program 1 at 4.8v and felt no stimulation. The patient then switched to other programs and increased stimulation on all the programs as they were all initially set to 0v. Stimulation was increased to the same amplitude as program 1 but the patient could feel no stimulation sensation. The reporter indicated that the patient had increased stimulation "all the way to the max" on program 1 but didn't feel stimulation. The patient was typically set at around 2v or so. The reporter indicated that the patient had lost about 25 pounds since she was implanted which occurred following strenuous exercise. The reporter was unsure if it was related but stated that the patient had been training more for a marathon. It was noted that it had probably been about a year since the patient was last seen by her healthcare provider (hcp). If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3093-33, lot# v508248, implanted: (B)(6) 2011, product type: lead. (B)(4).